Manufacturer narrative:
(B)(4). The device was evaluated by baxter. Further testing was unable to confirm or reproduce the reported undetected upstream occlusion. The device was re-calibrated to ensure continued accurate set detection.

Event description:
During baxter's device evaluation, it was discovered that the device did not alarm for an upstream occlusion. There was no patient involvement.